Event description:
It was reported an automated peritoneal dialysis patient experienced abdominal fullness during an unreported process step. It was reported the patient presented to the hospital due to another indication and during therapy experienced abdominal fullness, subsequently pd therapy was discontinued due to the event. The cause of the event was not reported. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information could be provided because the reported declined follow up.

Manufacturer narrative:
Brand name: the reported product is an unknown baxter cycler. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.